Manufacturer narrative:
H.6 investigation summary: a device history record review was performed for provided lot number 9231003 and the review did not reveal any detected non-conformances during the production process. To further investigate this issue, one physical sample was provided for evaluation by our quality team. Within the production facility, there was record of intermittent issues with the silicone supply hosing in the manufacturing process. All product associated with this issue was held for inspection and the affected material was scrapped. It is possible that this incident resulted from undetected affected product moving forward through the production process during the production of lot 9231003. Corrections have been made to the silicone hosing equipment to prevent this issue from recurring. Our quality team will continue to monitor the production process for defects such as this.

Event description:
It was reported that a difficult plunger was found during use with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, "the plunger in the syringe was unable to be pushed to deliver the saline." 3 occurrences were reported

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a difficult plunger was found during use with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, "the plunger in the syringe was unable to be pushed to deliver the saline." 3 occurrences were reported.